Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 28th december, 2023 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the label was missing on the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Initial reporter was hospital engineer. The correction of b5 describe event and problem, d1 brand name, d4 serial#, d4 catalog #, d4 unique identifier (UDI), h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 28th december, 2023 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the label was missing on the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the label was missing on the device and the keypad membrane was damaged with missing partciles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Previous d1 brand name: powerled ii. Corrected d1 brand name: maquet powerled ii. Previous d4 catalog # ardpwt209090a. Corrected d4 catalog # none. Previous d4 serial # 500005 corrected d4 serial # (B)(6). Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Based on an information gathered, the device has been repaired by replacement of the parts. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter expert at manufacturers. As they stated, regarding the keypad this is not only the membrane which is damaged but the keypad itself is broken. Only a collision with another device could explain such a breakage at this location. This is a misuse. Regarding missing label, it was confirmed that it is an indelible label, a label that is affixed locally so that the hospital can better identify the equipment series. So, this is not a maquet label but an hospital label and maquet can not be responsible of that and of course can not lead investigation on that. The root cause analysis of the defective rubber cap states, that the cleaning of the device, and particularly the wiping of the device may lead to a partial dismantling of the silicone cap. A maintenance intervention may also be at the origin of an improper positioning of this cap. This partial dismantling may lead to a fall of the silicone cap during the cleaning, or during a surgical procedure. To prevent any incident, the powerled ii and volista instruction for use IFU 01811 & 01781 instruction mentions: do not use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. Check the proper position caps and cover during the daily inspections before use. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the label and rubber cap were missing from the device and the keypad membrane was damaged with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.